Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported balloon rupture. The reported patient effect is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue. The rx graftmaster device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that the procedure was to treat a highly occluded left main coronary artery (lm), which was protected by a patent saphenous vein graft. Atherectomy was performed with a non-abbott device, then the patient experienced pain. The 2.5x12mm nc trek balloon dilatation catheter (bdc) was advanced for pre-dilatation and ruptured at 18 atmospheres. A perforation was noted. A 3.0x15mm xience alpine stent delivery system (sds) was advanced but would not cross the lesion. Additional pre-dilatation was performed and a new 3.0x15mm xience alpine stent and a 2.75x12mm xience alpine stent were implanted in the lm and the distal lm. Post-dilatation and balloon tamponade were performed, but the perforation remained unsealed. A graftmaster covered stent was advanced but could not cross the lesion and was removed. Additional ballooning was performed, and the graftmaster was re-inserted with a guideliner and an asahi grand slam guide wire. The graftmaster was advanced to the perforation and implanted to successfully seal the perforation. No intravascular ultrasound was performed to verify apposition, and 8 minutes later, there was abrupt closure of the covered stent due to thrombosis. The patient went into cardiac arrest and was treated with medication. The left main remained occluded and a balloon pump was implanted. The patient then expired. No additional information was provided.